Manufacturer narrative:
(B)(4), the DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in june of 2020. Evaluation of the returned instrument shows that the jaws are bent to one side and are loose and misaligned and the jaw pivot pin is pulled thru one side of the damaged/bent outer tube assembly. Further evaluation shows that the inner drive rod (n00185) is also bent/damage near where it engages the slots in the jaws. (G00443) as returned this instrument is not missing any of its components. We are able to validate this complaint. We are unable to determine how the outer tube assembly and drive rod became bent/damaged and for the jaws to become loose and misaligned and for the jaw pivot pin to be pulled thru one side of the bent/damaged outer tube assembly but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
The user was unable to lock a clip during surgery. He/she checked the applier and found that the jaws were misaligned. Therefore, another applier was used to complete the surgery.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The user was unable to lock a clip during surgery. He/she checked the applier and found that the jaws were misaligned. Therefore, another applier was used to complete the surgery.